Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had dark image. The event occurred during diagnostic procedure. The intended procedure was completed using the same device. There were no reports of patient harm.